Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2010, inratio: 5.0, lab: 3.4; (B)(6) 2010, 3.7, 2.7. No interfering substances noted when pt history was discussed.

Manufacturer narrative:
Investigation pending.